Event description:
At the last procedure (lesion #5-intervention performed on 70% lesion in right anterior tibial artery), while the interventional fellow was attempting to remove the foxhollow device, it became stuck and could not be removed through the sheath. The tip then broke off from the main body of the device and dislodged in the artery. The interventional cardiologist was able to sucessfully remove the broken tip using a snare device. There was no harm to the patient. The patient remained stable throughout the process, there were no negative effects, and was subsequently discharged the next day.